Event description:
The hcp reported that the patient was experiencing "opioid withdrawal". A buldg was noted in the patient's lower back and the patient has decreased pain control. A study was ordered in 2006. A study was attempted in the same month, but was unsuccessful due to "equipment" issues at the hospital. Five days later, a study was completed and "showed disconnect". During surgery, it was noted that the catheter had broken into two pieces. Implant duration was 50 months. The device was explanted and replaced with a smilar device. Same as manufacturer's report #: 6000030-2006-01322.